Manufacturer narrative:
Device available for evaluation? No. Device returned to manufacturer? No. Date device returned to manufacturer: none. Device was not returned to manufacturer: yes. Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) sealant came out of the puncture site. Manual pressure was applied "after getting rid of sealant" for an unknown duration. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following an unspecified procedure. The user shuttled down completely. It is unknown if significant resistance was felt while shuttling down. It is unknown if unusual force was applied when retracting the sheath from the tissue tract. The patient's hospitalization was not extended. The product was not returned for analysis. Review of lot f1715901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The mynx IFU, step 3, figure 6, instructs users to slowly withdraw the balloon catheter ¿through¿ the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. Furthermore, patient factors may have also contributed to the reported event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). A review of lot f1715901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) sealant came out of the puncture site. Manual pressure was applied "after getting rid of sealant" for an unknown duration. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following an unspecified procedure. The user shuttled down completely. It is unknown if significant resistance was felt while shuttling down. It is unknown if unusual force was applied when retracting the sheath from the tissue tract. The patient's hospitalization was not extended. The vcd will be returned for analysis.